Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), and batch: 7099382. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), and batch: 5138131/7082151.

Event description:
It was reported that the patient experienced loss of stimulation in the right hand. It was noted that one of the patients leads had migrated, which was confirmed through x-ray. The patient underwent a lead revision procedure and was doing well postoperatively. The leads remain implanted.